Event description:
It was reported that there was a post audible alarm error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in good condition with physical damage. Tube seal (grommet) was damaged and battery was not charging. During occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined as no physical or any other damages were found on speaker or interconnect board. Replaced speaker for preventive. Performed preventative maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.